Event description:
Attorney reported: (B) (6) 2005 - pt underwent a hernioplasty to repair a ventral incisional hernia at the umbilicus. During this procedure, physicians implanted a "bard ventralex kugel mesh hernia patch" medium circle measuring approx 6.4 cm, 2.5", (B) (4) in pt. On (B) (6) 2009 - pt was admitted to the hospital with persistent periumbilical pain, nausea, and bloating. While the physician exam and CT scan did not reveal any obvious hernia, doctors performed a diagnostic laparoscopy, as the ventralex mesh was deemed quite similar to recalled bard kugel mesh products. During the laparoscopy, doctors noted adhesions form omentum to the previous mesh at the umbilicus, as well as additional adhesions. Following lysis of adhesions, doctors found an area of fatty herniation anterior to the mesh, which they reduced. The ventralex mesh was found to be balled up and contracted, which doctors felt was contributing to pt's symptoms. Doctors cleared the mesh of all adhesions and dissected the mesh off of the anterior abdominal wall, removing the mesh completely. The ventralex mesh was replaced with a non-kugel product.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.